Event description:
Related manufacturer reference number: 2017865-2021-26839. It was reported that the patient presented for initial implant. During procedure, the physician was unable to implant the left ventricular lead. Two leads were tried but were unsuccessful. The physician decided to plug the left ventricular port and try again in the future. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.